Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -6.50 diopter implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted and later replaced with a shorter length lens due to sizing. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.